Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is being filed under separate medwatch report.

Event description:
This is being filed to report difficult to close clip and clip jumping it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted enlarged ventricle. An ntr clip delivery system (cds 90614u219) was advanced to the mitral valve, however, the clip could not grasp the leaflets due to anatomical challenges. The cds was removed with the clip attached and replaced with an xtr clip (90507u166). The cds was advanced to the mitral valve; however, prior to establishing final arm angle, the clip did not completely close. Then when attempting to open the clip, the clip jumped open to 160 degrees. Additionally, there was resistance rotating the lock lever when unlocking the clip. Troubleshooting was performed, and the clip was closed and removed with the cds. A third cds (90517u112) was being prepared for use; however, the clip was retracted back into the clip introducer when the clip got caught on the tip of the clip introducer. The tip of the clip introducer broke. It was suspected that the gripper arms became damaged, but this could not be confirmed. The cds was not used in the patient. Two new clips were successfully deployed to complete the procedure. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the reported issues were not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported clip jumpiness, clip close difficulty and physical resistance could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.